Event description:
The report received from the cordis clinical study indicated that a male pt experienced a thrombotic event one month after a cypher stent was implanted in the proximal right coronary artery. The vessel was 16mm in length and 3.5mm in diameter with 80% stenosis. The lesion was de novo with a readily accessible proximal segment with angulation between 45 and 90 degrees. It was also eccentric with a type b2 classification. Pre-dilatation was conducted with a balloon (2.5/20mm) at 10atms. And a cypher (3.5/18mm) was implanted at 10atms.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.